Event description:
It was reported that during use of this suture hook in a shoulder arthroscopy, the tip broke off in the surgical site and was able to be retrieved. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the suture hook was received for evaluation with the detached portion. The tip was found detached at the weld. A visual examination noted a slight bow in the tube and the needle tip was dull/rounded. The instructions for use (IFU) supplied with this device cautions the user: avoid lateral stresses to the instruments or device function may be compromised and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. An investigation for this failure mode remains in process.